Event description:
The customer reported that the intellivue mp2 patient monitor had been dropped and now there was no sound coming from the speaker. No death or patient / user injury or harm was reported.